Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the unspecified product (suspected faradrive sheath) was selected for use. It was mentioned that the sheath was dripping out of the hemostatic valve. No patient complications were reported. No further device or procedure devices were provided.